Event description:
It was reported that shortly after the onset of pumping, the pump experienced helium leak alarms. The intraaortic balloon was removed and replaced without any complications. The pt was transferred to coronary care unit and was placed on "vaso-active" IV meds. The pt remained unstable and expired. The hospital felt his death was not due to the problem with the intraaortic balloon.